Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Aneurysm rupture and intracranial hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported ruptured aneurysm and bleed/hemorrhage were anticipated procedural complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, one of the smart coils punctured the aneurysm, leading to a rupture. A follow-up angiogram was performed and showed that this stopped bleeding out of the aneurysm. Furthermore, a dyna computerized tomography (CT) showed that the bleed was relatively small. The patient was given protamine, ddavp and platelets to treat the bleed. On (B)(6) 2017, a 24-hour follow-up CT revealed that the bleed increased in size. A right frontal external ventricular drain (evd) was then placed. Subsequent follow-up CT scans have shown the hemorrhage size to remain stable since the evd placement. As of (B)(6) 2017, this event is ongoing and the patient is still in the neuroscience intensive care unit (nsicu). The ruptured aneurysm was adjudicated to be a serious adverse event (sae) with a definite relationship to the aneurysm/disease and the procedure and a possible relationship to the smart coil.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, one of the smart coils punctured the aneurysm, leading to a rupture. A follow-up angiogram was performed and showed that this stopped bleeding out of the aneurysm. Furthermore, a dyna computerized tomography (CT) showed that the bleed was relatively small. The patient was given protamine, ddavp and platelets to treat the bleed. On (B)(6) 2017, a 24-hour follow-up CT revealed that the bleed increased in size. A right frontal external ventricular drain (evd) was then placed. Subsequent follow-up CT scans have shown the hemorrhage size to remain stable since the evd placement. As of on (B)(6) 2017, this event is ongoing and the patient is still in the neuroscience intensive care unit (nsicu). The ruptured aneurysm was adjudicated to be a serious adverse event (sae) with a definite relationship to the aneurysm/disease and the procedure and a possible relationship to the smart coil. On (B)(6) 2019, additional information was received indicating that one of the nsicu neurology doctors reported that the patient also suffered from "hydrocephalus", hyponatremia, brain herniation, and syndrome of inappropriate antidiuretic hormone secretion (siadh) as a complication of the perforation and bleeding within the brain. Additionally, the information received also indicated that on (B)(6) 2017, a CT angiography (cta) revealed the patient had vasospasms, and on (B)(6) 2017, the patient had a blown pupil. The blown pupil was addressed with hospitalization, and as of on (B)(6) 2019, the event is considered resolved. The additional information received on 22-feb-2019 were adjudicated to be related to the smart coil system because these were a cascade of events resulting from the original sae.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided on 2/22/2019: 1. Section b. Box 5. Describe event or problem.